Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported since having the implant they are having problem with recharging the implantable neurostimulator (ins) and it's never been right. Patient stated they constantly have to open the controller to check if the ins is charging. Patient stated they get messages charging need attention and they are not moving and searching for device. Patient stated they sleep on the recharger and recharger gets very hot and the ins is not charging. Patient stated the ins has been dead for days because they are not able to charge the ins. Patient stated the controller battery is drained when charging the ins. Patient services specialist (ps) asked patient to inspect the recharger (rtm) for visible damage and patient said there is no visible damage on the rtm. Ps asked patient to start charging the ins and controller shows ins red recharging excellent, and controller 70% charged. Ps asked if patient had fall or trauma and patient said they fell over the last week and hit the left side of the body where the non-rechargeable ins is located. Patient stated the rechargeable ins is on the right side of the body. Ps try to explain it is not recommended to charge the ins while sleeping. Ps reviewed if the new rtm does not resolve the issue, patient will need to consult with hcp ofc for next steps. The issue was not resolved. An email was sent to the repair department to replace the rtm device.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.